Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, when the plunger was removed, a suture break occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20fr sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation cannot be confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The cause of the reported difficulty cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, the separation is related to an interaction of the device with the suture pulled until it breaks, or tensioning angle is not being coaxial. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.